Manufacturer narrative:
(B)(4). Physio-control replaced the internal therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
During device inspection for unrelated issue, physio-control observed that it would not deliver defibrillation therapy. There was no pt use associated with the event.